Event description:
Pt was having a left leg angiogram. The nitrex quidewire broke off inside the patient's left distal leg. Ev3 inc., nitrex guidewire, .018" x 80cm angled, intermediate, ref/catalog number n180802.